Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was unknown. Troubleshooting for the customer¿s high blood glucose was not performed. No further customer complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.